Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to use error as stated by the surgeon. The specific instrument(s) involved with the event, is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. System error log review was conducted for the procedure on (B)(6) 2021 on system sk4191. There were no observed events in the system logs other than the start of procedure, following mode, and end of procedure and logged items are in line with normal system functionality. No image or video clips for the reported event were submitted by the customer for review. A review of the instrument logs was performed for the procedure on (B)(6) 2021 on system sk4191. It was noted that monopolar curved scissors (mcs) pn: 470179-19 // ln: n10210111-0179 had 5 of 10 uses remaining at the time of this procedure and has been used in four subsequent procedures and a site history search shows no complaints filed against the instrument. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search also shows no complaints filed against those instruments. The instruments recorded during the procedure were as follows: 8mm 0 deg endoscope (part#: 470026-65, lot#: sf00002006-749), force bipolar (part#: 470405-06, lot#: n10200817-0016), monopolar curved scissors (part#: 470179-19, lot#: n10210111-0179), vessel sealer extend (part#: 480422-01, lot#: m91200921-0334). This event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, an aortic bleeding event occurred. The surgeon made the clinical decision to convert to open to locate the source of the bleed and control bleeding. An unspecified amount of blood was lost. It is unknown if a blood transfusion was administered. A vascular surgeon arrived during the open surgery, located the injured aorta, and repaired the vessel by unspecified means. The open procedure was completed; and the patient was reported as recovering well.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon elected to convert to open surgery due to ¿patient complications¿ and an unspecified bleeding event. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who was present during the procedure, regarding the reported event: the csr walked into the operating room and greeted the surgeon. The surgeon raised their head from the system console to acknowledge the csr when the surgeon inadvertently nicked the aorta with an unspecified instrument when resuming (placing head back into console). An unknown amount of blood was visible on the screen when the camera pulled back. The surgeon made the clinical decision to convert to open to locate the source of the bleed and control bleeding. Although blood was delivered to the operating room (or), it was not known if a blood transfusion was administered. A vascular surgeon arrived during the open surgery, located the injured aorta, and repaired the vessel by unspecified means. The open procedure was completed; and the patient was reported as recovering well.